Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. Two copilot bleed back control valve's (bbcv) were noted to be leaking saline out the cap when in the release position. The copilots were replaced with a non-abbott device and the procedure was completed. There were no adverse patient effects and no clinically significant delay. Subsequent to the initially filed report, one of the two copilots was received and the analysis could not confirm the reported leak by the account. The correct device was confirmed by the account to be returned. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported leak was unable to be confirmed during return device analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. Two copilot bleed back control valve's (bbcv) were noted to be leaking saline out the cap when in the release position. The copilots were replaced with a non-abbott device and the procedure was completed. There were no reported adverse patient sequela and no clinically significant delay. No additional information was provided.